Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer declines based on the information of material contaminated.

Manufacturer narrative:
No samples or photos were provided for this complaint. No lot information was provided to review the complaint history review. As a result, no root cause can be defined no corrective actions are required at this time. This failure mode will continued to be tracked and trended.

Event description:
Customer declines based on the information of material contaminated